Event description:
There was no audible alarm that ino was not being delivered [device issue]. Use error [device misuse]. Oxygen desaturation from 89% to 60-70% [oxygen saturation decreased). Case description: an initial post-marketing device case report was received by (B)(4) and forwarded to (B)(4) on (B)(4) 2015. It was reported that there was a device issue involving inomax dsir# (B)(4) while in use on a patient the patient experienced an oxygen desaturation, at the time of the device issue, and later died. Additional information received on (B)(6) 2015 is included in this report. Relevant medical history/co-morbidities: extremely hypoxic, in severe respiratory failure with multiple organ failure post-surgery (type not specified) relevant concomitant medications: not provided. On an unspecified date/time, less than 24 hours after undergoing surgery, a (B)(6)-year old male was started on inhaled nitric oxide (ino) via inomax dsir# (B)(4) at a dose of 24 ppm for an unspecified indication. Despite treatment with ino on (B)(6) 2015, 48 hours after surgery, the subject was described as being extremely hypoxic, in severe respiratory failure with multiple organ failure. His oxygen saturation was 89% and had previously been prone and so was seriously compromised. For an unspecified reason, the low calibration screen on inomax dsir #(B)(4) had been accessed but not confirmed and was still flashing. The device was placed behind the patient's bed, where the screen could not be seen. At 20:30, a member of the hospital staff noticed that no ino was being delivered (measured-minus 0.1) and that the patient's oxygen saturation had dropped to between 60-70%. The hospital staffer reported that there was no audible alarm that ino was not being delivered. The second cylinder was opened and still no ino was being delivered. The staff did not utilize the backup switch, instead ventilator flow was halted and the physician manually ventilated the patient via the inoblender while a replacement device was made ready. It was reported that the replacement device (serial number not provided) was not delivering either, but it was later found that the sample line had not been connected. The patient's oxygen saturation increased to 80% with manual ventilation and when the ebme (interpreted as electrical and biomedical engineer) arrived (40 minutes later) it was determined that the patient was being bagged with 100% oxygen but with no ino. (Based on the information received thus far, it is not clear if patient was then restarted on ino.) Patient was already in multiple organ failure with poor gas exchange prior to the reported device issue and was deteriorating despite maximum organ support. Oxygenation failed to improve and due to futility, life sustaining treatment was withdrawn at 23:45 and patient expired. After inomax dsir# (B)(4) was removed from the patient, it was examined by the ebme with a replacement cable and injector module and it functioned normally. At a later time, during a meeting between the ebme, an odp (interpreted as operating department practitioner) and a linde technical support (ts) associate, the device was tested again. The device alarmed injector module failure but the ts associate discovered that the grey cable (injector module electrical cable) was loose from the steel connector and that once it was maneuvered, the device worked fine. The ts associate also demonstrated that the machine alarmed in the calibration screen as reported, however when the low parameter was set it did not alarm whilst the flashing low calibration icon was present and this along with the incorrect placement of the machine where the screen could not be seen added to the problem.

Manufacturer narrative:
Device issue with inomax dsir# (B)(4) (complaint-(B)(4)). Inomax dsir# (B)(4) was returned to a linde designated repair facility for further device investigation. Case comment: (B)(4) 2015: this is a post-marketing serious device case reporting oxygen desaturation in a critically ill patient while on inomax. The manufacturer considers the event of oxygen desaturation as related to use error since the event occurred as a result of drug interruption due to device issue secondary to use error. The patient's comorbidities provide alternate explanation for the death that occurred few hours after oxygen desaturation despite resuscitative measures. Evaluation summary: inomax dsir# (B)(4) along with the injector module cable and injector module (sin (B)(4)) were received at linde's designated repair facility. The device investigation showed that the system delivered correctly the set amount of nitric oxide (no) within specified tolerances with appropriate oxygen (o2) flow through the injector and proper positioning of the sampling port. The system correctly monitored airway gases with a correctly fitted and positioned gas sample line. The system correctly alarmed for high or low monitored gases. No fault was found with the system. Review of the service log confirmed that inomax dsir# (B)(4) was powered on at 12:27 greenwich mean time (gmt) on (B)(6) 2015 and that the device ran for one day plus 7.5 hours until (B)(6) 2015 at 20:00 gmt. On (B)(6) 2015, successful low calibrations were performed. High or low monitored gas alarms are suspended while in calibration mode. It is possible that the cause of the "failure to deliver no" was due to the sample line being disconnected when performing a low range calibration and then not reconnected subsequently, meaning that airway gas was not being monitored. It seems likely that the system then did not alarm for low no because the unit was not returned to normal delivery mode after the low range calibration until significantly later, meaning that the monitoring alarms were suspended. External inspection, full functional and calibration check of the dsir were carried out. All operating parameters were found to be within specification and allowed tolerances, so it was returned to the device service pool. The root cause for this report is use error. This condition will be tracked and trended under lkaria's quality system.